Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the physician positioned the right ventricular lead and the lead exhibited high capture threshold. The physician could not reposition the lead after attempting to for two hours since the helix of the lead could not be retracted. The helix did not exhibit any anomalies when tested prior to being placed. The lead was capped and replaced on (B)(6) 2018 successfully. The patient was stable post procedure.